Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: water and air leakage due to damaged curved part, poor insulation of insertion part, and torn curved rubber. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the visera cysto-nephro videoscope had parts fall off from the distal end (including a rubber) upgraded to a v pro from steris and it blew off the rubber from the distal tip during preparation for use. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d4 (UDI was inadvertently missed on the initial report). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be identified. Olympus will continue to monitor field performance for this device.